Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of october 07, 2021, was chosen as the best estimate based on the procedure which happened sometime in (B)(6) 2021, and the day of adverse event reported post-procedure. Blocks d4, h4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block d6a: the stent was placed sometime in (B)(6) 2021. Block d6b: the stent was removed sometime in (B)(6) 2021. Block h6 imdrf patient code e1310 captures the reportable event of yeast/urinary tract infection. Imdrf patient code e1901 captures the reportable event of staphylococcus epidermidis bacteremia. Imdrf patient code e1311 captures the reportable event of aki (acute kidney injury). Imdrf patient code e0306 captures the reportable event of sepsis. Imdrf patient code e2401 captures the reportable event of orthostatic hypotension and hyponatremia. Imdrf impact code f23 and f2303 captures the reportable event of IV antibiotics.

Event description:
It was reported to boston scientific corporation that a percuflex ureteral stent was used for a left ileal conduit urinary diversion procedure, performed sometime in (B)(6) 2021. The percuflex uds was able to be delivered to the target anatomy successfully and was able to allow flow of urine from the kidney to the external collection system successfully through its 6 days indwell time. Six days post-procedure, the patient developed multiple complications, including urinary tract infection, staphylococcus epidermidis bacteremia, acute kidney injury (aki), orthostatic hypotension, hypovolemia, hyponatremia, sepsis, dizziness, fall, and qt interval prolongation. These conditions were managed with intravenous (IV) antibiotic therapy. Per physician's assessment, the event was not serious, not related to the device, and possibly related to the procedure. Note: this report pertains to one of two devices used during the same patient and procedure.